Event description:
It was reported that a patient passed away due to cardiopulmonary arrest a week after getting a generator replacement. The physician made no allegations of the death in relation to the products.